Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.